Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An external/internal inspection was performed with no issues noted. The device was determined to meet functional performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite electrical testing due to earth leakage current failure. The cause of the reported failure was determined to be a damaged power switch which resulted in the failure of proper testing. The power switch was replaced and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the earth leakage current test. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.